Event description:
Syringe is leaking during use was the device being used in/on patient when the issue occurred? No was patient or user harmed? If yes, please explain no was the hcp present when the issue occurred? Yes was additional medical intervention/medication required? If yes, please explain no I.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Batch: 2411067 batch creation date: 2024-11-11 batch expiration date: 2029-10-31 full UDI:(B)(4). Batch: 2411069 batch creation date: 2024-11-11 batch expiration date: 2029-10-31 full UDI: (B)(4). Batch: 2411022 batch creation date: 2024-11-04 batch expiration date: 2029-10-31 full UDI: (B)(4).

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation/additional information: a total of fifteen samples, six from lot 2411069, four from lot 2411022, and five from lot 2411067, were provided to our quality team for investigation. Through visual inspection, no evidence of leakage was identified on the products and no damage or other defects were observed on any of the devices that could have contributed to the reported leak. A device history review was performed for the reported lot 2411067, 2411069, and 2411022, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Six retained samples of the each lot were used for additional evaluation. The products were visually inspected. No defects or damage was noted on any of the syringe components that could lead to a leak and all stoppers were verified to be properly assembled on to the plunger rod. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. The returned sample along with the retained samples of the same lot underwent these tests and product was verified to meet required specifications, no leakages were observed. Based on our investigation, we cannot identify a root cause at this time. To date, there have been no other similar events reported for this lot. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
Additional details received: unfortunately, leaks have occurred again when using bd syringes of different sizes and batches. The leaks occur both when drawing up various preparations for the first time (by hand) and when injecting them into bags, even if no leaks were detected during drawing up. Sometimes these leaks even occur several times in succession with different syringes, which severely limits workflow.